Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that electrode was missing from sensor but it didn't stay in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.